Manufacturer narrative:
(B)(4). Analysis description: final analysis found excessive medical adhesive in the connector block threads. The adhesive had the effect of locking the setscrew in the connector block threads so it could not be removed. The damage found likely resulted in the reported inability to remove the lead from the device header. (B)(4).

Event description:
It was reported that during implant, the lead was unable to be removed from the pulse generator header. A set screw anomaly was suspected. Using a different wrench and removing the septum did not resolve the issue. The device was not used and a new device was implanted.